Event description:
Customer reports that they were using the introcan on a pt and the safety clip did not activate. When cleaning up after the procedure, the catheter fell off of the table and stuck customer in the leg. Customer states that they followed their facility's protocol for needlestick injuries. Customer discarded affected units.